Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was unable to clear primary audible alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was not returned for analysis. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.